Event description:
Discordant (B)(6) advia centaur xp (B)(4) total results were obtained for samples from two different patients. The advia centaur xp (B)(4) total results were discordant with other viral markers. Patient 1 result was discordant with (B)(6). Patient 2 result was discordant with (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.

Manufacturer narrative:
The cause for the discordant (B)(6) total results is unknown. The calibration and quality control were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the IFU states in the limitations section: "the advia centaur (B)(4) total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate (B)(6) results." "Assay performance characteristics have not been established when the advia centaur (B)(4) total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers."